Event description:
A customer contacted beckman coulter, inc. (Bci) to report shift down of total t4 (tt4) patient and qc results on unicel dxi 800 access immunoassay analyzer when calibrator lots 917074 and 008534 were used. The erroneous results were reported out of the laboratory. Qc and patient results recovered within the expected ranges after the customer calibrated total t4 with a new calibrator lot. The customer did not report effect to patient or user attributed or connected to this event.

Manufacturer narrative:
Three levels of tt4 qc showed a significant shift down outside the 2sd ranges when tt4 calibrator lots 917074 and 008534 were used. Tt4 qc shifted back up around the established means when tt4 calibrator lot 828249 was used. Service was not dispatched for this event. No clear root cause for this event has been determined to date.